Event description:
It was reported that the customer had high blood glucose levels. Cold insulin is used to load cartridge. Pump passed delivery system check.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge." T slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) years old.